Manufacturer narrative:
H4: the device was manufactured from january 8, 2019 - january 10, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a missing fillport cap. The reported condition was verified. The cause of the condition could not be determined however, the most probable cause was noted to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a missing "fill port" (cap). This was observed prior to patient use. There was no patient involvement. No additional information is available.